Manufacturer narrative:
(B)(6). The bwi product analysis lab received the device for evaluation on 30-jul-2021. The device evaluation was completed on (B)(6) 2021. The product was returned to biosense webster for evaluation. Biosense webster inc. Conducted a visual inspection and deflection evaluation of the returned device. Visual analysis of the returned sample revealed the peek housing cracked with internal parts exposed on the thermo cool smart touch catheter. The deflection test was performed in accordance with bwi procedures. The catheter passed deflection within specification. The root cause of the peek housing crack is related to the handling of the device during the procedure. A manufacturing record evaluation was performed for the finished device [30528667m] number, and no internal actions related to the reported complaint condition were identified. As part of bwi¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any deflection issues. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a thermocool® smart touch¿ electrophysiology catheter and the biosense webster, inc. Product analysis lab observed the peek housing cracked with internal parts exposed. During the procedure, the catheter was unable to deflect or relax completely (deflection issue). A second catheter was used to complete the procedure. There was no patient consequence reported. The deflection issue was assessed as not MDR reportable. The most likely consequence was an intraprocedural delay. The potential risk that it could cause or contribute to a serious injury or death was remote. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on (B)(6) 2021 it was observed that the peek housing was cracked with internal parts exposed. The peek housing cracked with internal parts exposed was assessed as MDR reportable. The awareness date for this reportable lab finding was (B)(6) 2021. Additional clarification was requested on the returned condition and a response was received. The returned condition occurred during the procedure.